Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a recorded low blood glucose of 60 mg/dl, no device alerts, and correction achieved with four oral glucose tablets; the event duration was under ninety minutes and did not require medical care. Symptoms included no reported clinical manifestations. Outcomes included recovery to in-range blood glucose by the end of the call without functional impairment or hospitalization. Investigation included case intake, review of the event details, and troubleshooting with education to continue monitoring blood glucose for one to two hours. Investigation of this case revealed no device malfunction observed, no alarms reported, and that the user responded to oral glucose, so the cause of the hypoglycemic event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.